Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to the physician severed the silicon part during the generator replacement. The conductor's distal cross-section was cut, and a lead cap was placed. The ra lead was fixed to the fascia as a residual lead, but the proximal side was discarded, the ra lead was then discontinued. No additional adverse patient effects were reported.